Event description:
In 2008, boston scientific corporation was informed that during an upper endoscopy with peg stoma closure procedure. According to the complainant, when the resolution clip device was deployed, the clip reopened and released from the tissue. This happened with two resolution clip devices. The physician retrieved one clip and there was a "little" edema, so the second clip was left in the patient. The procedure was completed with another resolution clip device. At the conclusion of the procedure, the patient's condition was reported to be "fine." Note: this is the second of two devices, please refer to MFR # 3005099803-2008-07370 for the other related report.

Manufacturer narrative:
Although the complainant had indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.